Event description:
The reporter stated that she had gotten the er1 message once, approx 2 months ago. She said that she did not compare to the color chart. She stated that she had retested and got a reading of 500.